Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7007960/7000371.